Event description:
It was reported that during the coronary stenting procedure a xience prime was implanted in the left main coronary artery and the xience v was implanted in the first diagonal artery. The patient experienced bradycardia that was treated with atropine and a temporary pacemaker. The condition resolved the same day. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of arrhythmia (bradycardia) is listed in the xience v everolimus eluting coronary stent system instructions for use, as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.